Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating previously reported information. The noted again that their stimulator was removed on (B)(6) 2020 and their reason for calling was to address a letter they received. The patient reported that they think they weighed (B)(6) at the time of the event, they didn¿t have a rep or healthcare provider (hcp) check the implant, their battery ran down and they needed to have an MRI due to lower back problems that prevented them from walking. They indicated that their hcp discarded the explanted components and they did not return the external components to the manufacturer. The patient stated that they had their external equipment and patient services reviewed considerations for proper disposal of these. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they haven¿t used their stimulator for 6 months because they didn¿t need the therapy, so they stopped using it. They stated that the stimulator is not working, and they need it taken out. The patient was redirected to follow-up with a healthcare provider regarding device removal. Additional information was received from the patient on march 6, 2020. It was reported that sometime since (B)(6) 2019, they were having issues with the ins charge running down. They also were not able to recharge the ins back up. It was explained that the patient hadn't been using the ins because their pain was gone. Additionally, they also wanted to remove it so they could be eligible for mris. No symptoms were reported. They reported they were scheduled to have the system removed on (B)(6) 2020. The patient inquired about donating their external equipment, so patient services reviewed donation options. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported the rep did not check their ins. It was reported the patient wanted the ins out. Patient reported they needed an MRI and that was the main reason the ins was taken out. Patient stated battery was 5 years old. Patient reported the ins was explanted by hcp.